Manufacturer narrative:
An abbott representative lost his balance and sustained a laceration to his gloved left middle finger while working in the pump housing of architect sn (B)(6) . A review of the analyzer service history identified no contributing factors related to the injury. Evaluation of the issue included a review of the complaint text, a search for similar complaints, device history review, and a labeling review. No trend was identified for this issue. Device history review did not identify any factors that may have caused this issue. Labeling was reviewed and found to adequately address the safety hazards and safety awareness for existing hazards. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The abbott technical service specialist suffered a laceration on his left middle finger while servicing an architect i2000sr analyzer on (B)(6) 2019. He disinfected the wound and received a tetanus injection.